Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters (ifi = yes). Results of bench diagnostic testing indicated the device was operating properly with neos yes (high impedance from explant (B)(6) 2012 to decontamination (B)(6) 2012). The data in the memory locations revealed that 105.328% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent battery replacement on (B)(6) 2012. Attempts for product return are underway, but have been unsuccessful.

Event description:
Additional information was received on (B)(4) 2012, when the physician reported that the increase in seizures were first observed (B)(6) 2012. The physician further stated that he believes the increase in seizures were due to loss of therapy from the vns being at ifi (intensified follow-up indicator). The increase in seizures were back to pre-vns baseline levels. The patient's battery was replaced and the patient's seizures improved. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.

Event description:
Additional information was received when the explanted generator was returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Describe event or problem, if explanted give date; corrected data: inadvertently did not include this information on supplemental report #1.

Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that on (B)(6) 2012 the patient suffered a generalized tonic-clonic seizure in a background of increased frequency of myoclonic seizures throughout may 2012. The device was interrogated on (B)(6) 2012 and the patient's settings were changed to the following: output increased from 1.5ma to 2.0ma/frequency=30hz/pulse width decreased from 500usec to 250usec/on time decreased from 30sec to 21sec/off time=1.1min/magnet output=2.25ma/pulse width=250usec/magnet on time=60sec. Diagnostics showed an impedance value of 81818 ohms with an ifi=yes, suggesting depleted battery. The patient was noted to be taking clonazepam, diastat, and keppra, as well as being on the ketogenic diet. It was later clarified that the impedance value was actually an adequate impedance value of 1818ohms; not the 81818ohms reported earlier in the clinic notes. Attempts for further information from the physician have been unsuccessful.